Event description:
The pt reported that subsequent to surgical revision in april 2007, he no longer has symptom relief; he has experienced problems with speech, balance and weak legs. The physician has reprogrammed the dbs system several times. The pt rep redirected the pt to report symptoms to the hcp. Add'l info has been requested.

Manufacturer narrative:
.